Event description:
It was reported that noise oversensing was present on this right ventricular (rv) lead. All electrical measurements remain in-range and stable. The patient reported falling on their shoulder around the time that the noise oversensing began. Provocation maneuvers were performed, and the noise was able to be reproduced. A chest x-ray is expected and further monitoring to be performed. This right ventricular (rv) lead remains in-service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).